Manufacturer narrative:
The complaint was confirmed. The device would not be charged due to u1-analogic damage caused by high-voltage transient during the patients cardioversion treatment.

Event description:
A report was received that after the patient underwent a non device related cardioversion, the ipg would no longer function. The patient underwent an explant procedure and was implanted with a new ipg. The patient is reportedly doing well.

Event description:
A report was received that after the patient underwent a non device related cardioversion, the ipg would no longer function. The patient underwent an explant procedure and was implanted with a new ipg. The patient is reportedly doing well.

Event description:
A report was received that after the patient underwent a non device related cardioversion, the ipg would no longer function. The patient underwent an explant procedure and was implanted with a new ipg. The patient is reportedly doing well.